Manufacturer narrative:
It was reported that a saber 7 x 20 mm 150 cm balloon rupture at its rated pressure. Therefore the balloon was replaced with a new, same size balloon catheter and the procedure was completed successfully. There was no reported patient injury. A brachial approach was made. A saber pta was delivered to the lesion for a post-dilatation. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17220443 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown; however, they may have contributed to the reported event. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber 7 mm 2 cm 150 balloon rupture at its rated pressure. Therefore the balloon was replaced with a new, same size balloon catheter and the procedure was completed successfully. There was no reported patient injury. A brachial approach was made. A saber pta was delivered to the lesion for a post-dilatation. The target lesion was the common iliac artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.